Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy, red, bleeding welts on their back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed diclofenac gel, clotrimazole betamethasone, and two oral antibiotics for the skin irritation. Outcome of the skin irritation is unknown.